Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements that resulted that the pacemaker triggering a lead safety switch to unipolar mode. Upon being in unipolar mode, the impedance measurements were within range. Additionally, it was observed that the atrial tachycardia response (atr) episodes were inappropriate due to noise and oversensing on the ra channel. The patient is pacemaker dependent. Subsequently, the patient was brought to an in-office check, and troubleshooting options were discussed and recommended. Both the ra lead and the right ventricular lead were reprogrammed to unipolar mode and the automatic gain control (agc) was also adjusted. The right atrial automatic threshold (raat) and the right ventricular automatic threshold (rvat) tests were successfully run. Currently, the pacemaker system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements that resulted that the pacemaker triggering a lead safety switch to unipolar mode. Upon being in unipolar mode, the impedance measurements were within range. Additionally, it was observed that the atrial tachycardia response (atr) episodes were inappropriate due to noise and oversensing on the ra channel. The patient is pacemaker dependent. Subsequently, the patient was brought to an in-office check, and troubleshooting options were discussed and recommended. Both the ra lead and the right ventricular lead were reprogrammed to unipolar mode and the automatic gain control (agc) was also adjusted. The right atrial automatic threshold (raat) and the right ventricular automatic threshold (rvat) tests were successfully run. Currently, the pacemaker system remains in service and no adverse patient effects were reported.additional information received indicated that the ra lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements that resulted that the pacemaker triggering a lead safety switch to unipolar mode. Upon being in unipolar mode, the impedance measurements were within range. Additionally, it was observed that the atrial tachycardia response (atr) episodes were inappropriate due to noise and oversensing on the ra channel. The patient is pacemaker dependent. Subsequently, the patient was brought to an in-office check, and troubleshooting options were discussed and recommended. Both the ra lead and the right ventricular lead were reprogrammed to unipolar mode and the automatic gain control (agc) was also adjusted. The right atrial automatic threshold (raat) and the right ventricular automatic threshold (rvat) tests were successfully run. Currently, the pacemaker system remains in service and no adverse patient effects were reported.